Manufacturer narrative:
A printed circuit board (pcb) and breath delivery (bd) pcb were returned to covidien/medtronic¿s product analysis. A visual inspection found no notable conditions and no errors were recorded in the diagnostic logs. An investigation was performed and the identified root cause of the reported issue was isolated to a component (d6) short on the pcb. No fault was found on the bd pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had a faulty display, the customer also mentioned they noticed burn smell. The ventilator was not on a patient at the time of the event. The service engineer (se) replaced the bdu cpu (breath delivery unit) board to correct the issue. The unit passed all testing and operates within the manufacturing specifications.